Event description:
It was reported the right atrial (ra) lead was inadvertently dislodged during a right ventricular (rv) lead extraction. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 694965, lead, (B)(6) 2007; c154dwk, bi-ventricular defibrillator, (B)(6) 2007. (B)(4).